Manufacturer narrative:
The report of pump power elevations and low speed advisories was confirmed based on the information contained in the submitted system controller log files. The recorded pump power levels ranged from 5.0 watts to 16.7 watts. Based on the manufacturer's previous complaint history and similarly reported events, elevations in lactate dehydrogenase levels, coupled with increases in pump power and estimated flow values and low speed events could be indicative of potential device thrombosis; however, a specific cause for the events captured in the log files and the elevation in the patient's lactate dehydrogenase levels could not be conclusively determined without a full evaluation of the device. A correlation between the device and the reported stroke could not be conclusively determined. Device thrombosis, stroke, bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 24 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that interrogation of the system controller history revealed the lvad system produced transient power elevations and multiple low speed advisories. Log files reviewed by the manufacturer¿s technical service representative confirmed power elevations and low speed advisories. The patient¿s lactate dehydrogenase began to rise, and the patient required increased oxygen. It was reported that the left ventricular thrombus was also observed. The patient emergently received a heart transplant on (B)(6) 2016. It was reported that upon explant of the device, thrombus was observed in the outflow graft. The neurological status post-transplant was poor. One of the patient¿s pupils was enlarged, and cerebral hemorrhage with midline shift was reported. Support was withdrawn and the patient expired on (B)(6) 2016.